Manufacturer narrative:
The returned device supplemental sheet for rechargeable batteries was inspected upon receipt. According to the received information, leaking electrolyte was observed however; no visible mechanical damage was reported. It is assumed that the housing was damaged beneath the cap and therefore no optical damage could be detected. Furthermore, the attached picture shows an obviously bulged housing. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a combined initial and final report.

Event description:
The user reported a bulging and leaking dacapo powerpack. As per information received the user did not come into contact with the electrolyte fluid.